Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 188 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Insertion needle passed per specifications.